Manufacturer narrative:
As reported, approximately fifteen days post procedure, the patient¿s access site was examined by the physician who had used an exoseal, and confirmed that the site was stiff but did not have any fever or pigment alteration. By echography, a possible hematoma of approximately 4 cm was confirmed. No active hemorrhage was confirmed. Two days later, the blood culture results came out and confirmed staphylococcus aureus positive. Cefamezin was continued to be administered. The access site was examined two days after and there was still no change. Four days after, a decrease of the ankle brachial index (abi) was confirmed. It was confirmed that the right common femoral artery was occluded. The patient visited the surgical department however, it was decided that surgical treatment would be applied when the access site became stable. The access site was reported to be swollen with a red surface at that time. A day later, when the patient went to the washroom, some blood and pus leaked out from the access site and the swollenness disappeared. Eight days later, the patient¿s antibiotics were replaced with augmentin and sawacillin. As a pre-treatment of the occluded right common femoral artery, the access site was incised after topical anesthesia was applied, and an evacuation of the hematoma was performed. The hematoma is now being cultivated. According to the surgeon of this procedure, an infected wound was confirmed under the hematoma. The original procedure where the exoseal was used was a percutaneous transluminal angioplasty (pta). A contralateral approach was made from the right common femoral artery. Before the exoseal was used for hemostasis, a non-cordis guiding sheath was exchanged to a non-cordis short sheath introducer (6f). The hemostasis with the exoseal was completed by deploying the plug and then applying 10 minutes of manual pressure. Roll gauze pressure was then applied and 1 kg of sandbag (which was removed one hour later) were also applied and they were removed approximately seven hours later. The patient was a (B)(6) female. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The access site was reported to not have had any issue in the morning. Five days after the procedure, the patient confirmed that the access site was swollen during traveling. A week after, the patient felt lightheaded. The day after, the patient drove a car while lightheaded and with a fever and had a self-inflicted car accident. The patient was sent to the hospital and had a fever of 39.7 degrees centigrade, the crp was 14.7, and wpc (leucocyte) was 17,110. Because of a result of urine examination which showed possible urinary tract infection, she was moved to nephrology department. The swollenness at the access site was confirmed and cefamezin was administered. The blood culture results confirmed gram-positive bacteria staphylococcus, therefore, a possible urinary tract infection was negated. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, approximately fifteen days post procedure, the patient¿s access site was examined by the physician who had used an exoseal, and confirmed that the site was stiff but did not have any fever or pigment alteration. By echography, a possible hematoma of approximately 4 cm was confirmed. No active hemorrhage was confirmed. Two days later, the blood culture results came out and confirmed staphylococcus aureus positive. Cefamezin was continued to be administered. The access site was examined two days after and there was still no change. Four days after, a decrease of the ankle brachial index (abi) was confirmed. It was confirmed that the right common femoral artery was occluded. The patient visited the surgical department however, it was decided that surgical treatment would be applied when the access site became stable. The access site was reported to be swollen with a red surface at that time. A day later, when the patient went to the washroom, some blood and pus leaked out from the access site and the swollenness disappeared. Eight days later, the patient¿s antibiotics were replaced with augmentin and sawacillin. As a pre-treatment of the occluded right common femoral artery, the access site was incised after topical anesthesia was applied, and an evacuation of the hematoma was performed. The hematoma is now being cultivated. According to the surgeon of this procedure, an infected wound was confirmed under the hematoma. The original procedure where the exoseal was used was a percutaneous transluminal angioplasty (pta). A contralateral approach was made from the right common femoral artery. Before the exoseal was used for hemostasis, a non-cordis guiding sheath was exchanged to a non-cordis short sheath introducer (6f). The hemostasis with the exoseal was completed by deploying the plug and then applying 10 minutes of manual pressure. Roll gauze pressure was then applied and 1 kg of sandbag (which was removed one hour later) were also applied and they were removed approximately seven hours later. The patient was a (B)(6) female. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The access site was reported to not have had any issue in the morning. Five days after the procedure, the patient confirmed that the access site was swollen during traveling. A week after, the patient felt lightheaded. The day after, the patient drove a car while lightheaded and with a fever and had a self-inflicted car accident. The patient was sent to the hospital and had a fever of 39.7 degrees centigrade, the crp was 14.7, and wpc (leucocyte) was 17,110. Because of a result of urine examination which showed possible urinary tract infection, she was moved to nephrology department. The swollenness at the access site was confirmed and cefamezin was administered. The blood culture results confirmed gram-positive bacteria staphylococcus, therefore, a possible urinary tract infection was negated.